Event description:
Revision surgery - due to patient presented at doctors office complaining of hip pain. After x-rays, surgeon decided to revise the acetabular component.

Manufacturer narrative:
The reason for this revision surgery was the patient had hip pain. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. This complaint will be closed with the lot number unknown pending receipt of additional information. The following are undetermined items or issues for this complaint: there was no dticket submitted for the original surgery. This complaint is deemed to be non-product related. The complaint states the patient reported to the doctor's office with hip and the surgeon decided to replace the acetabular cup. This revision was necessary to correct the patient's condition. No other conditions relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.